Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, two generators measured high output. The first measured high on cut 6, cut 8, and coag 5. The 2nd generator tested high on cut 6, cut 7, cut 8, and coag 4. There was no patient involvement, therefore patient information was not requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.